Event description:
It was reported surgeon used the mallet to strike the targeting device and nail holding bolt in order to countersink the nail. The result of this was that the nail holding bolt was stripped and the targeting device was damaged.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.